Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and did not like the way the lens seated in the eye. The incision was enlarged and the lens was removed. Another same model lens was implanted and the incision was sutured.

Manufacturer narrative:
(B) (4). Suture. Surgeon does not like the way it seats in the eye. (B) (4).